Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician reported that he attempted to cross the lesion with a 2.5x12mm taxus express2 drug eluting stent after pre-dilating with a 2.0x15mm maverick balloon. The physician was unable to cross the lesion and retrieved the device. Upon retrieving the device, the physician reported that flared stent struts were noticed. The procedure was completed with a 2.25x15mm guidant vision stent. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. The mfg records for top assembly batch 8679959 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.